Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A (customer) reported that: "during implantation, the operators noticed that there wasn't the usual mark on the acetabulum (a small notch allowing it to be correctly oriented on the implant holder). In the absence of other abnormal elements, the surgeon decided to implant the device anyway."